Event description:
Health professional reported the explant of a lap-band access port due to a "leaking port and tubing" first observed when pt reported feeling that pt had "suddenly lost restriction." Physician performed a fluoroscopy that showed evidence of a leak and that it appeared the "port had disconnect[ed] from band system." Port and tubing were explanted and replaced.

Manufacturer narrative:
Taper I. Medwatch sent to FDA on: (B)(6) 2012. Allergan has received the product, however the device has not been identified nor has the analysis been completed at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper I. The reporter of the event had no further info regarding the device serial number or model number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."